Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be defects component from supplier. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: 1. Method for use. 1 when using the multi-length type, use should be avoided in the following cases. 1 measure the length of patient¿s ureter and confirm that excessive coil parts will not be formed. Consider use of other stent lengths depending on risk. Ureteral stents with excessive coil parts have risks of knot formation at the tip of the renal pelvis side during placement or removal. 2 if any resistance is felt during removal, confirm the cause of the resistance under fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. 2 ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. Contraindications: 1. Method for use. 1 do not reuse. 2 do not resterilized. 2. Applicable patients. Do not use for the woman who is pregnant or may become pregnant. To avoid radiation exposure on pre-born baby from x-ray. Shape, configuration and principles bard inlay stent tri-pak comprises the following components. 1. Inlay ureteral stent: the inlay ureteral stent is a double pigtail ureteral stent with monofilament suture loop attached to aid in stent removal. The stent is available in two forms: a single size or a customized multi-length size. Some of the single size type have no side hole. Directions for use: 1. Method of use determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 1 insertion of the guidewire: 1 remove the guidewire from the packaging together with the guidewire holder. 2 connect the syringe filled with a normal saline solution to the tube connector and inject the solution into the guidewire holder in order to wet the guidewire. The guidewire is treated with a hydrophilic coating. 3 remove the guidewire from the holder. Before using the guidewire, check to make sure that the surface slides when removing it from the holder. If you feel any resistance when removing it, do not force it, but rather inject the normal saline solution into the holder again and try pulling it out once more. 4 insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5 keep inserting the guidewire until the appropriate position. Continuously monitor the position of the guidewire under endoscopy or radioscopy. 2 nephroureterography: 1 place the ureteral catheter over the guidewire and insert it into the ureter. In this case, it is also possible insert the ureteral catheter without using a guidewire, at the discretion of a physician. 2 removing the guidewire. 3 attach the ureteral catheter adapter to the tip of the ureteral catheter for performing drainage of urine, retrograde visualizations, and so on. 4 introduce the guidewire again for stent placement and remove the ureteral catheter from the cystoscope. 3 stent placement: 1 in order to improve sliding, immerse the stent in a normal saline solution. 2 confirm the guidewire position where it coils inside the renal pelvis. 3 move the pigtail straightener over the proximal end kidney coil end without the suture of the ureteral stent allowing easier insertion onto the guidewire. 4 remove pigtail straightener once the stent is secure on the guidewire. 5 keep watching the distal end bladder coil end with the suture of the stent or radiopaque, proximal end of the pusher while advancing to proper position of the stent. Hold the guidewire to keep it from moving. 6 stop advancing when the stent¿s distal end bladder coil end with the suture is watched. If the proximal end is inserted too much, pull the suture to modify the stent properly. 7 confirm proximal end of the pusher and stent¿s distal end marker bladder end, reaches the ureterovesical junction uvj by the radiopaque. 8 holding the stent in position with the pusher, cut the suture and pull it out. 9 remove the guidewire and remove the pusher. The stent will form a pigtail automatically. Multi-length ureteral stent: the first wide marker band on this device indicates 22 cm, followed by two narrow bands at 24 cm and 26 cm. The last wide one indicates 28 cm. If you need to place the 30 cm or 32 cm lengths, use the attached suture or endoscopic forceps to gently pull back on the stent, unwinding the coil from the kidney. 2. Precautions for use: ureteral catheter: 1 when using the tiger tail ureteral catheter, especially without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, retrieve with an endourology grasping device. 2 do not withdraw the ureteral catheter while it is deflected in endoscope. 3 avoid sharp bending. 4 when performing drainage of urine, retrograde visualizations etc. Though the ureteral catheter, attach the ureteral catheter adapter to the tip of ureteral catheter. 5 do not over-tighten the catheter adapter. Over-tightening of the catheter adapter may occlude the lumen of the catheter. Stent: 1 do not forcibly insert or remove the stent. It may injure the surrounding tissue or damage this product. 2 avoid improper handling which may affect the integrity of this device, including bending, kinking, or tearing. 3 exercise caution to avoid damaging the stent with sharp instruments. This may cause this device to tear, break, or fragment. 4 determine the proper stent length for the patient. Selection of too short a stent may result in migration. 5 the suture attached to the stent may be cut off prior to or after placement. Remove the suture before placing the stent in children. Remove the suture if indwelling time is expected to be longer than 14 days. 6 in the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or remove from the patient body. 7 any signs of infection in the location of the stent placement require removal of the stent. After checking the condition of the patient, a new stent should be placed. 8 care should be exercised when removing the stent to eliminate tearing or fragmentation. Guidewire: 1 do not forcibly insert or remove the guidewire. It may injure the surrounding tissue or damage this product. 2 do not use metal needles when inserting or removing the hydrophilic guidewire. Metal needles may result in peeling of the hydrophilic polymer coating of the surface. Do not contact guidewire with metal part such as a dilator. 3 hydrophilic polymer coating may be worn out while using in the catheter, stent or endoscope, depending on the level of dimensional tolerance at diameter of the distal end of them. Choose only devices with which you do not feel resistance when introducing the hydrophilic guidewire. 4 do not use organic medical solutions or oily contrast medium on this device. These solutions may damage the device or decrease the lubricity of the device. 5 inject the solution into the guidewire holder in order to wet the guidewire. The guidewire is treated with a hydrophilic coating. Do not insert a stent over the device with its surface insufficiently wet. Never use dry gauze. Hydrophilic polymer coating can be damaged, increasing resistance when trying to insert catheter, stent or endoscope. 6 do not attempt to forcibly remove the guidewire if it becomes stuck in the urinary passage or inside another medical device being used in conjunction with this one. If it will not come out, remove the other medical device, too. The guidewire might be damaged or broken. 7 when using a gripping device such as a basket catheter, remove the guidewire first. The guidewire might be damaged or broken. 8 don¿t rub the guidewire with the edge of the holder. This could flake the hydrophilic coating. 9 do not repeatedly bend or turn the same section of the guidewire through in narrowly curved sections. Bending or rotating the guidewire through a narrowly curved section can damage or sever the guidewire. 10never try to shape the guidewire. This could damage and break the cable core of the guidewire. 11 this product must be used under high-resolution x-ray fluoroscopy or endoscopy and attention should be paid to guidewire movement in the urinary tract. 12 sufficient guidewire length must remain exposed to maintain a firm grip on the guidewire at all times. Precautions: 1. Important precautions 1 the stent is not intended as a permanent indwelling device. It is recommended that the indwelling time not exceed 365 days. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. All stents may be subject to varying degrees of encrustation when placed in the urinary tract. Encrustation may result in occlusion of the stent or pain or discomfort for the patient. 2. Malfunction and adverse events: 1 malfunction. Fragmentation, damage. Guidewire kinking. Difficulty in insertion. Difficulty in removal. Occlusion. Migration. Encrustation. Difficulty in removal of the stent due to knotting of the coil 1 2 adverse events. Edema. Loss of renal function. Extravasation. Pain/discomfort. Fistula formation. Perforation of kidney, renal pelvis, ureter and/or bladder. Hemorrhage. Peritonitis. Hydronephrosis. Infection. Stone formation. Urethral erosion. Urethral reflux. Separated piece remaining in body. Urinary symptoms. Storage method and expiration date. 1. Storage. Store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date. Indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent connector was so stiff, so they had decided not to use it and used other product.